Event description:
On 03/20/2012 the patient contacted animas alleging that the keypad buttons have been intermittently unresponsive and sticking for several months. The patient confirmed that the keypad is intact. She stated that she wears the pump on her belt and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction: the alert date was reported in the incident description as being (B)(4) 2012, however, the actual alert date was (B)(4) 2012.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad button symbols were worn but the keypad rubber was fully intact. Evaluation revealed that the ok, up and down arrow keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.